Event description:
It was reported by a customer that on (B)(6) 2011, there was diminished fiber vaporization at 23,262 joules. Additional information reported from the customer was during set-up the aim test was performed and the aim beam was visible. There were no error messages displayed on the console when this event occurred. The user did not experience any injury from the use of the system. The patient did not experience any harm from the incident. The patient did not require any additional treatment due to the incident. The current status of the patient is good.